Event description:
It was reported that a dissection occurred. The 70 % stenosed target lesion, located in the mildly tortuous proximal to mid left anterior descending artery, was pre-dilated with a 2.00 x 10 mm semi-compliant balloon. A 2.75 x 38 mm synergy was deployed successfully at nominal pressure and post-dilated with a 2.75 mm non-compliant balloon. A proximal edge dissection was then noted. To cover the edge dissection, a 3.50 x 20 mm synergy was deployed overlapping. The procedure was completed successfully and the patient fully recovered.